Event description:
It was reported there were 3 f5 (rf module monitor has detected a rf module failure) fault codes. There was no pt injury.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in poor condition, with dark areas and scratches on the upper lid surface. The rearward long standoff supporting the dc power supply was broken. The unit consistently booted into an f5 fault. The f5 fault was due to a failure in the internal trace between resistors on the rf controller pcba. The unit was repaired and applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.